Event description:
Surgeon inserted electrode into joint and was performing soft tissue removal using yellow footswitch. The tip of the vapr electrode broke off. The surgeon removed the electrode and then arthroscopically removed the pieces from the pt.